Event description:
A prophylactic removal due to routine pump eol (end of life) was reported. The drugs delivered via the device were dilaudid and fentanyl. The device was received and analyzed.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted on: 2005 (B)(6), explanted on: unk. Final analysis of the device revealed a high s2 battery resistance.